Event description:
A hemodialysis user facility has reported that, the heparin line separated from the blood pump tubing segment of the line. The hemodialysis facility was contacted where it was learned this incident occurred during the dialysis treatment. The blood loss was reported as being minimal. The manager reported, that the arterial heparin line was clamped and not in use at the time of the event. The incident occurred approximately 3+hours into the dialysis treatment. It was reported by the facility that the blood loss was approximately 40-60 ml of blood. Also reported was that this event was detected visually and when detected, the treatment was discontinued. There was no further report of ill effect or injury to this patient. The patient is prescribed a 4 hour dialysis treatment, and the facility reported that they decided not to restart the treatment as the event occurred well into 3 hours. The patient was discharged to home. A sample is available for an evaluation.